Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the sagittal saw attachment device was frozen/would not move, had component damage, and did not function. It was further determined that the device failed pretest for check for current version with four handpiece coupling pins, check for mechanical free movement, check general function in running mode, and check the oscillation frequency with frequency meter. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device being frozen / not moving identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).